Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. It was reported there was debris. To aid in the investigation, one photo of a 10ml luer lok syringe was received for evaluation by our quality team. The syringe is shown loose and has one ink dot on the barrel in the non-scale marking area that does not affect form, fit or function. The condition observed is acceptable per product specification. As the lot provided is 'unknown,' a device history record review could not be completed. Since the conditions observed are considered cosmetic and acceptable, no corrective actions are necessary. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. See h10 manufacture narrative.

Event description:
It was reported that the bd® syringe 10 ml ll bulk non-sterile experienced foreign matter, contaminated. The following information was provided by the initial reporter: the customer reported debris on item 500620 syr, 10cc l/l.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.